Event description:
According to the available information, the patient reported an interruption of the proper functioning of prosthesis preventing sexual intercourse with partner. Magnetic resonance imaging of the pelvis was performed and identified herniation [migration] of the prosthesis reservoir penile into the left inguinal canal. The scrotal pump was located in the distal third of the left inguinal canal. The device was removed and replaced. All components were changed. The new prosthesis is currently functional and the patient is satisfied.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received. As examination of the components may not conclusively confirm or disprove the report of herniation of the reservoir, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the patient reported an interruption of the proper functioning of prosthesis preventing sexual intercourse with partner. Magnetic resonance imaging of the pelvis was performed and identified herniation [migration] of the prosthesis reservoir penile into the left inguinal canal. The scrotal pump was located in the distal third of the left inguinal canal. The device was removed and replaced. All components were changed. The new prosthesis is currently functional and the patient is satisfied.